Manufacturer narrative:
The lot number of the device used is unk; consequently, the expiration and MFR date of the device is unk. The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to MFR report # 3005099803-2008-02605 for a description of the second device. In 2008, it was reported to boston scientific corporation that a male pt was treated with a prolieve thermodilitation temperature monitor (rtm), using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, during the procedure, the temperature sensor was not reading. The physician tried to reposition, and when there was no change, replaced the prolieve rectal temperature monitor (rtm). Subsequently, the prolieve catheter was reading "low water." The physician tried increasing the pressure with no change. The patient complained that he felt his bladder getting full and the physician aborted the procedure. The patient's condition was reported as "fine."